Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
The customer reported a ventilator that was not switching on. This was clarified as a ventilator that experienced an air valve liftoff failure alarm during power-on. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer cleaned and reseated the blower motor controller cable to address and correct this reported event. No further repair was deemed necessary. The device then passed testing and was returned to service.